Event description:
Boston scientific neurovascular became aware of an event in which the microdelivery catheter broke off when the physician was trying to place it into the internal carotid artery. The entire system was removed successfully. No complications were reported to have occurred with the patient during this event.